Manufacturer narrative:
Device evaluation summary: visual and optical examination confirmed approximately 2mm of instrument tip has been stripped and deformed, consistent with interface during usage. The remaining torx tip has been twisted. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adult degenerative scoliosis correction with tlif and 1 level os tenotomies and underwent scoliosis to pelvis correction. During surgery, the screwdrivers snapped inside the 8.5 mas screw head, while trying to back-out the screw it was completely lodged in the patient pelvis with 10 mm of the screw still sticking out of the bone .the product came in contact with the patient. No fragments of the broken part remained inside the patient. No patient symptoms or complications occurred as a result of the event.